Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 1 event was reported for this quarter. 1 event suggests the device broke as a result of contact with a metal object. Additional information: 1 device is labelled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which a broken device was found inside the attachment during service conducted at the manufacturer. There was no patient involvement.